Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor states that one of their ventilators was displaying the following error messages during preventative maintenance: "vent inop and motor fault." According to the distributor, this event is reproducible. There was no harm to the patient during this incident.

Manufacturer narrative:
(B)(4). Per the foreign distributor, the issue was resolved after replacing the turbine assembly. Carefusion technical support shipped a replacement to the distributor. Carefusion technical support also issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that it caused a vent inop. The problem was traced to corrupt data on eeprom on turbine interface pcba. The turbine interface pcba was reprogrammed using the original archived characterization data and the turbine then functioned normally. Duplicated, "vent inop" and "motor fault", complaint allegation. This issue is addressed in an internal correction.